Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak soft anchor had an issue when setting their 3rd knotless anchor. When passing the blue working suture through after folding at purple in the loop end and pulling the tail of black and white, the blue seemed to have never passed. It was stated that it came out of the loop when passing. The suture was cut out, and another anchor was placed laterally to the previous one with no issues. This was discovered during an unspecified procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error due to improper surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.